Manufacturer narrative:
Follow-up #1: date of submission 8/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: no defect was found. Unable to duplicate the complaint. The black box shows a loss of primed on (B)(4) 2016 16:05; deliveries resumed at 19:32. A replace cartridge alarm was recorded on (B)(4) 2016 12:50; deliveries resumed at 13:23. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016. The reporter contacted animas and alleged that the pump had an inaccurate delivery issue. Patient's blood glucose went as low as 29mg/dl, with cognitive impairment, and was up to 60mg/dl after eating. Patient required no assistance. Customer was unwilling to troubleshoot, but did state all boluses were recorded as programmed. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause/contributor.